Manufacturer narrative:
The device was returned for evaluation. Visual inspection determined there was sheath distal tip damage, slight scratches along sheath shaft, and tear in hdpe at vertical score line. No other abnormalities observed. No relevant functional testing could be performed due to the condition of the returned sheath (sheath distal tip split). No relevant dimensional inspections were performed due to the condition of the returned device (sheath hdpe split). A device history review did not reveal any issues that could have contributed to the complaint event. A lot history review was performed and did not reveal any other similar complaints related to sheath distal tip ¿ split. A review of complaint history reveals that the occurrence rate for sheath distal tip ¿ split (trend category: damaged) did not exceed the august 2016 control limits for this trend category. No instructions for use or training deficiencies were identified. The esheath shafts are sample inspected for the following at receiving inspection: ¿ ptfe liner edge to be straight from distal end of start of taper. Ptfe liner edge turns at taper section is acceptable. ¿ no cross-link of outer layer for entire length of flap. Cross-link to be inspected from start to the end of flap prior to assembly of strain relief. ¿ no circumferential wrinkles along entire length of shaft. ¿ ID to be clear of obstructions. ¿ dimensional inspections (dim 1-5 which includes tip ID and tip length, shaft od and length, and strain relief length) all esheath shaft lots used in this work order passed the above inspections. During manufacturing, sheath shaft inspections are performed at the component level (raw material shaft) as well as 100% during final inspection by manufacturing and quality (200% inspection) for the following: · visually inspect without magnification for the following defects: wrinkles, kinks, bends, or mechanical damage · circumferential oriented surface defects, protruding or missing material, dents, and cuts · cross linking of hdpe (blue) across liner (clear) · holes, tears or wrinkles · delamination which appears larger than the image shown in sop · witness lines with exposed ptfe liner · remnant lines under 2.85x magnification · seam separation, stress lines, notches under 2.85x magnification · tip ID string flash under 2.85x min magnification · inspect the tip under 10x / 2.85x min magnification magnification for serrated transitions, holes, or rough surface or tears. · inspect the tip under 20x magnification for any non-smooth transition on the od of the shaft · (for 16f only) under 20x magnification, verify that hdpe shaft (blue) and strain relief (white) are not blended together. Additionally, inspection of the tip under 8-20x magnification for presence of scoring and proper scoring on the od and ID as noted in the scoring instruction and/or appropriate assembly drawings. After sterilization, the liner is visually inspected on sample devices from each lot under a sampling basis during product verification testing before and after expansion testing. The samples go through an expander insertion test where peak push force is measured while an expander (simulating a delivery system and valve) is pushed through the expandable sheath, and a post-expansion tip fragment verification. The lots are released if the product verification samples statistically meet all performance and visual requirements. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for the sheath distal tip ¿ split was confirmed through visual inspection of the returned device during the engineering evaluation. However, no manufacturing non-conformities were able to be identified. Review of manufacturing mitigations, DHR, lot history, and complaint summary did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supported that the esheath has proper inspections in place to detect issues related to the reported event. A definite root cause for the reported event is unable to be determined at this time. However based on available information, patient/procedural factors most likely contributed to the reported complaint. The scratches on the sheath shaft is an indication of patient calcification. It is possible that the distal tip may have been initially damaged by calcification and subsequently split during the advancement of the crimped valve and delivery system through the tip. The complaint description states that ¿when pushing the valve through the e-sheath, the doctor heard a noise as if something tore¿. Alternatively, the distal tip split may have also occurred during device retrieval as the crimped valve was attempted to be retrieved back into the sheath through the expanded tip. It is possible that the valve struts may have gotten caught on the tip and resulted in the split during retrieval into the sheath. In this case, available information suggests that patient and/or procedural factors may have contributed to the event. No manufacturing non-conformities were able to be identified or labeling or IFU inadequacies. Review of the complaint history revealed that the occurrence rate does not exceed the august 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The device was returned for evaluation. Investigation is ongoing.

Event description:
The device was returned for evaluation. Pre-decontamination evaluation determined that the sheath tip had a tear in the hdpe at vertical score line.